Event description:
Reporter alleged obtaining a result of 106 mg/dl on a friend's unknown meter compared back to back with a result of 248 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that within 10 minutes of the 248 mg/dl result, she obtained another result of 102 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
During a standard threshold test, device still captured with a pacing threshold at 0.5v. However, no device capture was observed when threshold was programmed successively between 0.5 v and 3v. Correct capture was finally recovered in programming, the pacing threshold upper 4v. Threshold was finally programmed at 5v by the physician.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.